Manufacturer narrative:
Insulin pump was received with stuck at full segment display problem isolated to the mother board. Insulin pump was monitored and no constant tone noted. Insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's father reported that the insulin pump was alarming constantly. Caller reported that numbers flashed on the screen, then the display went black. Caller was unable to troubleshoot at the time of the call. Blood glucose level was 385 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.